Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 4 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient had symptoms of abdominal pain and cloudy effluent. The patient was treated with ancef 1500 milligrams intraperitoneal (ip) daily for 3 days and gentamycin 40 milligram ip daily. After cultures results were negative, ancef was started as 1 gram daily ip for 5 days. The patient is considered to be recovered from this event and the cause of peritonitis is unknown. Pd therapy was ongoing during the event of peritonitis.

Manufacturer narrative:
(B)(4). Initial submission contained incorrect date. The cause of peritonitis was unknown. On an unreported date, the patient was retrained on a proper aseptic technique. The patient recovered from peritonitis. A review of all batch record documents for potentially associated lot numbers: h12h27051, and h12j01053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.